Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 17 years post the index procedure a type ia endoleak was observed. Per the physician the cause of the endoleak is undetermined. No additional clinical sequelae were reported and the patient will be monitored.